Event description:
The manufacturer received information alleging a low circuit leak alarm occurred on a trilogy 100 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the low circuit leak alarm was confirmed. During the pm test, a failure of the flow sensor pressure test was observed. The device's main board and flow sensor were replaced to address the error.